Event description:
The surgeon attempted to implant a silicone lens model aq2010v and noticed the capsule was not stable. The md decided to use a different type of lens. The facility stated there was no product malfunction and the pt event was pre-existing.